Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke and neurologic dysfunction are potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Stroke and neurological dysfunction are known potential complications associated with all patients implanted with vads. The medical team believes this event to be possibly related to the device, implant procedure, and patient condition. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed include the patient's previous history of stroke, smoking, and significant carotid artery disease; along with anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical study database that this patient presented with complaints of diplopia for approximately one week. He was admitted to the cardiothoracic intensive care (cticu) unit to rule out cerebrovascular accident of the brainstem. CT head scan results were negative for any acute abnormalities. An ophthalmology consult determined the patient's symptoms to be likely related to ischemic 6th nerve palsy. The issue resolved and the patient was discharged home on (B)(6) 2015. The medical team reported the event to be possibly related to the device, procedure, and patient condition.